Manufacturer narrative:
Additional information: one level hotline low flow systems was returned for analysis. Visual inspection performed, and product found to be condition. The device was filled with water, fitted with temp check and powered on with attached line cord. According to the investigation, the float switch alarm was triggered causing the alarm to sound which happens when the water level drops too low contrary to the customer complaint. According to the investigation customer's reported problem could not be duplicated and no fault found during investigation.

Event description:
Investigation results completed on level 1 hotline low flow system . Analyst in h 10.

Manufacturer narrative:
Investigation results completed on a smith level 1 hotline low flow system. The device arrived and visually inspected with wear and tear damaged enclosure, front cover, tank, cover and line cord. Pcb and power switch outdated. When evaluation and testing was done upon powering on the complaint of leaking from front housing and not heating up along with alarm were verified. The cause of event was cracked case cover. No action was taken, as device age and condition was to be retired and scrapped. This device is used in emergent situation were device would not be handled without a ruckus, as a team of nurses and doctors would be using this device in resuscitation. Resuscitation efforts usually leave aftermath of a mess to clean with disposable and medical devices. The fault was found leaking from tank. Updated fields b 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Information was received that a smiths medical fluid warmer is leaking from the front housing, has a temperature error and is not heating up. No adverse effects reported.